Event description:
It was reported that right atrial (ra) lead was explanted and replaced due to product performance issue. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).